Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis it was reported that cardiac tamponade occurred, and the patient¿s blood pressure decreased, and echocardiography showed pericardial effusion. The physician's opinions on the relationship between the event and the product was that there is a high possibility that the wire is the cause. Drainage was performed, and the patient outcome of the adverse event is unchanged. It was reported that the adverse event was discovered before use of biosense webster products; however, it was also reported that a stsf ablation catheter was used during the procedure and a smartablate generator was used. It is unknown if ablation was performed prior to noting the cardiac tamponade. It is unknown if the patient required extended hospitalization. The physician¿s opinion on the cause of this adverse event was that it was procedure related. A transseptal puncture was performed with a rf needle. Irrigation was set to pre2sec, post 2 sec. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were real time graph, dashboard, vector & visitag with the visitag module parameters for stability set at range:3mm, time:3s, fot:3g 25% with tag index.. It was also reported that a 6150 sensor error occurred ¿right after opened¿. After the sensor error occurred, the procedure was continued with a replacement. The replacement product was used, and the procedure was finished without problem. Conservatively, this will be reportable because they reported force sensing settings and provided generator information indicating that ablation was performed. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as unavailable therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device 30744611l number, and no internal actions related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).